Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes experienced missing label information which was noted prior to use. The following information was provided by the initial reporter: merchandiser found is with no batch number and no expiry date.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/6/2020. H.6. Investigation: customer returned two (2) sealed polybags for 31gx8mm, 1ml bd insulin syringes from catalog# 328820. Consumer reported found is with no batch number and no expiry date. The returned polybags were examined, and it was observed that both polybags did not have a batch number or expiration date printed on the polybag. Unable to perform a DHR review due to an unknown lot number. Process summary: the polybag is formed from a roll of web that is threaded through a series of rollers. The lot coding and date information is applied to the web by a videojet printer before the polybags are formed. The polybag is formed by the web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. It is not possible to review the quality notifications or maintenance dispatches due to the unknown batch number. Root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes experienced missing label information which was noted prior to use. The following information was provided by the initial reporter: merchandiser found is with no batch number and no expiry date.